Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: service and repair evaluation: the customer reported that the universal chuck with t- handle broke when the surgeon was removing the reaming rod. The repair technician reported the handle was unscrewed from the base and loctite 648 needed to be applied. Loose component is the reason for repair. The cause of the issue is unknown. The item was repaired per the inspection sheet, passed synthes final inspection on jan 21, 2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot product code 393.10. Lot number 9047659. Manufacturing site: hägendorf. Release to warehouse date: nov 04, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during open reduction internal fixation (orif) of right femur, the reamer head and shaft broke will reaming the femur. The universal chuck with t- handle broke when the surgeon was removing the reaming rod. Fragments were generated, it is unknown if it were removed easily without additional intervention. There were unknown minute/s of surgical delay. The procedure was successfully completed with no patient consequence. Concomitant devices reported: unknown rod (part# unknown, lot# unknown, quantity 1), this report is for one (1) universal chuck with t-handle this is report 1 of 3 for (B)(4).